Event description:
During scheduled follow up, the device was interrogated and the physician requested explanations about some episodes recorded in the device memory: on (B)(6), 2010, a switch in aalsafer mode did not occur after 7 long pr + v and the ventricle was paced on one cycle above the programmed maximum rate; on (B)(6), 2010, a switch in aalsafer mode occurred due to avb3 criteria; however, more than 7 long pr were noticed and there was no switch on avb1.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.